Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed failure investigations. Failure analysis investigations was not able to confirm the reported complaint. Visual inspection was conducted and did not find any damage to the tip of the instrument. No damage was found. Device history record (DHR) review of this device did not find any non-conformances that were related to this reported event. Since the returned device did not exhibit any blade damage, it is unknown if the customer returned the correct device to isi. On 12/09/2015, isi attempted to follow-up to confirm if the site returned the correct device; however, isi has not received any responses at the time of this report. A follow-up MDR will be submitted if additional information is received. Based on the provided information, this complaint is being reported due to following conclusions: the blade of the harmonic ace curved shear instrument allegedly fell inside the patient and was retrieved. No adverse event occurred as result of the reported issue. There was no allegation of any injuries.

Event description:
It was reported that during a da vinci robotic assisted hysterectomy procedure (unknown date), part of the blade of a harmonic ace curved shear instrument fell inside the patient and was retrieved. There was no allegation of any harm, injury or adverse outcome to a patient. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.